Event description:
Patient undergoing open reduction internal fixation (orif) left humerus. Patient on osi flat top bed with patient in right lateral position. Surgeons applying dressings to surgical area during which osi bed was adjusted by staff and bed began to tilt towards surgeons. Bed could not be tilted to the left but continued tilting to the right. Multiple staff members stabilized patient on bed while patient's regular floor bed was brought into the room. Patient was transferred to the regular bed after which surgeon completed application of surgical dressing. No apparent patient harm.